Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "leakage in the proximal lumen." The issue was identified during use on patient and there was no reported patient harm. Patients current condition is "fine". Additional information: the PICC had been placed for 2 weeks. The PICC catheter was leaking during an infusion and during flushing. There were no reports of any air or other particles entering the vasculature, when they saw the leakage, they clamped the lumen and replaced the PICC. The replacement is working successfully. Therapy was interrupted while it was being replaced but continued after.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "leakage in the proximal lumen." The issue was identified during use on patient and there was no reported patient harm. Patients current condition is "fine". Additional information: the PICC had been placed for 2 weeks. The PICC catheter was leaking during an infusion and during flushing. There were no reports of any air or other particles entering the vasculature, when they saw the leakage, they clamped the lumen and replaced the PICC. The replacement is working successfully. Therapy was interrupted while it was being replaced but continued after.